Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose level was 540 mg/dl which resulted in the customer going to the emergency room. Customer was treated with intravenous insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.